Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, full functional stress testing, and defib cycle testing using test multi-function cable and other accessories without duplicating the report. The device was recertified and returned to the customer. The electrode pads and multi-function cable that were used at the time of this reported issue were returned for evaluation. No trend is associated with reports of this type.